Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced on (B)(6) 2018 a blood glucose of 17mmol/l, with vomiting, and large ketones, associated with an alleged call service 064 alarm. Reportedly, the patient remained hospitalized at the time of the allegation and was treated with intravenous insulin in the hospital. During troubleshooting with customer technical support, it was revealed the pump emitted occlusion alarms. The infusion set tubing was changed with the occlusion alarm. The occlusion alarm occurred again, and a full infusion set and site change was completed, and the occlusion alarm allegedly ceased. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.